Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture" confirmed via mammogram. Healthcare professional later reported "implant was not ruptured upon removal and inspection". Healthcare professional additionally reported "implant was clearly ruptured". Device has been explanted.

Event description:
Healthcare professional reported left side "implant rupture" confirmed via mammogram. Healthcare professional later reported "implant was not ruptured upon removal and inspection". Healthcare professional additionally reported "implant was clearly ruptured, then healthcare professional confirmed implant was intact." Device has been explanted. Un-reporting rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.